Event description:
The following has been reported: biomed reported: "no patient harm has been reported on this device. Reported problem: repeated "air in line" notification, even after trouble-shooting from 2 different nurses. Switched pumps and no problem. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sensor hardware failure (downstream air sensor). Log files indicate the device experienced a set ID failure. The device was opened for internal inspection. A crack was found on the retaining plate. Due to the intermittent nature of this failure, the set ID will be replaced during repair.